Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving baclofen (575 mcg/ml at 185 mcg/day) via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that an active motor stall was reported. Motor stalls and recoveries were noted. The motor stalls lasted anywhere from 14 minutes up to 8 hours. The patient did not recently have an MRI. It was confirmed that there were no electromagnetic interference (emi) or magnetic sources present. No patient symptoms were reported. No further complicationswere reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the motor stalls were due to the pump being at end of life. The pump was replaced on (B)(6) 2018. No further complications were reported.